Event description:
Customer reported the workstation dc power supply needs to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation power supply. System operates as intended. (B) (4).